Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer observed increased etco2 failures with a sign in pcu as etco2 was not attached even though it was attached. There was no information on patient involvement.

Event description:
It was reported that the customer observed increased etco2 failures with a clinical advisory on the pcu stating "etco2 was not attached even though etco2 was attached". There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Investigation summary: the reported event of an increase in etco2 failures could not be confirmed through a review of the provided photo alone. Laboratory testing could not be performed; the incident device was not returned for investigation. A review of the logs could not be performed. The pcu or the system logs were not provided. The customer only provided one photo of the pcu screen displaying a clinical advisory to attach an etco2 module. The device was reported with no patient involvement. Root cause: the root cause of the etco2 failures could not be determined with the provided photo. The incident devices were not returned for this investigation and no additional event information was provided.